Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an unresponsive reset key alarm on the keyboard. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and replaced the keyboard assembly. The unit passed all testing and operated within the manufacturer specifications.